Event description:
Fire dept personnel were attending to a pt, condition unk. The device was attached and a rhythm analysis rendered a no shock decision. On arrival of paramedics, defibrillation therapy was administered and the pt transported to the hospital. Allegedly during a post event data review it was observed that the device did not advise shock on what appeared to be ventricular fibrillation.